Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported that the tidal volume is low. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 11sep2020. B4: 16sep2020. The field service engineer (fse) states that the issue occurred during the test without the use of patients and no delay in therapy. The (fse) was on-site for inspection and found that the pipeline failure (patient circuit). The user replaced the pipeline (patient circuit) and the machine is back to normal. Leak on patient circuit will result in low tidal volume. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.